Event description:
It was reported that the patient¿s pump was removed (B)(6) 2015 due to infection. The pump was not replaced. No drug or patient outcome was reported. Follow up was being conducted to obtain further information but had not been received at the time of the report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), product type: accessory. Product ID 8591-38, lot# a73834, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: accessory. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: catheter. (B)(4).